Event description:
On april 4th 2008, the sales rep reported that a sequoia screwdriver had disengaged from the pedicle screw. This event occurred during surgery on approx two months earlier, while starting to insert the screw. There was a five mins surgery delay and no report of pt injury. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device MFR date is unk. The sequoia screwdriver were recalled on 02/13/2008 and the district office recall and emergency coordinator was notified of the actions taken on 02/19/2008. Further investigation is pending.